Event description:
It was reported by the customer stating that after taking several samples and attempting to take additional samples while the physician was advancing the probes cutter her 2nd finger on her left hand was in the sample aperature and the cutter went partially through her finger. The case was stopped at this point and considered completed with enough samples being retrieved. The physician had the emergency doc numb the finger and with r&d on the line they attempted to walk the technologist through manually reversing the cutter out of the finger. They were not able to manually reverse the cutter from the finger so they manually cut the cutter and removed the addtional part of the cutter from the physician's finger. The ER doc stated they would not have to apply stitches and they bandaged the finger and sent the physician for blood work.